Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The analysis indicated that the stylet/guidewire was broken. The guidewire was unraveled. Visual analysis of the guidewire indicated damage during use. The analyst noted the guidewire was returned with the lead quc074997v. The guidewire distal end is broken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck in the left ventricular (lv) lead. The guidewire was removed with difficultly from the lead body after the lead was removed. The lv lead was not used and a replacement lv lead was placed successfully. The guidewire was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.